Manufacturer narrative:
The medical assessment concluded, the information available up to now does not reasonably suggest a contribution of the meter to the event (thrombus in lvad, surgery to replace lvad), because on (B)(6) 2020 (three days before the event) the meter correctly indicated the higher risk for the thrombotic event with an inr between 1.1 and 1.3 (clearly below therapeutic range "around 2.0") but no changes were made to patient's jantoven dose. Occupation is lay user/patient. The reporter's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): (B)(6). The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection.

Event description:
The initial reporter alleged that incorrect readings from the coaguchek xs meter serial number (B)(4) led to a clot in lvad causing them to have to replace lvad. The patient went to their primary care physician on (B)(6) 2020. The patient tested on the meter and got a lab draw completed. The lab draw results that day according to the patient was 1.1 inr. He is not sure of the meter reading but knows it was different. The patient believes the meter reading was somewhere between 1.1 inr and 1.3 inr. Both the laboratory and the meter results were below the patient's therapeutic range indicating risk for the thrombotic event. No changes were made to the patient's jantoven dose due to the low readings either on the meter or at the lab. The dosage was not adjusted as the pharmacist and the patient's care team were not aware of the results and the most recent result they received prior to the event was on (B)(6) 2020. The patient was admitted to the hospital on (B)(6) 2020 due to blood in his urine and it was determined that his lvad had a clot in it. Upon admission to the hospital, the lab result on (B)(6) 2020 was 1.2 inr. The patient's lvad was replaced on (B)(6) 2020. The patient¿s therapeutic range is around 2.0 inr. This case is being reported under an abundance of caution.